Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It is unknown if the patient was hospitalized for the event. The action taken with dianeal therapy was not reported. The patient was treated with injection (inj.) Vancomycin 1 gm stat dose intraperitoneally, inj. Amikacin 500 mg stat dose, inj. Amikacin 100 mg od, inj. Fortum 1 gm od. The cause and outcome of peritonitis were unknown. No additional information is available. This is report 2 of 3.